Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons were not working. The customer's blood glucose level was 241 mg/dl. No significant events leading up to the alarm were recalled. It was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. The device was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).